Event description:
The perfusionist was called to the ccu to troubleshoot an iab. Blood was found in the helium delivery line and the balloon pump was turned off. The gas shuttle line was clamped and the cardiologist was called to remove the balloon. The pt was stable post iab removal. No second iab was inserted. On 8/25/97, datascope was notified that the iab was probably discarded by the facility and would not be returned for evaluation. Event complications: none from the event - rpt'd 3/28/97. Pt current status: stable - rpt'd 3/28/97.